Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had a blood glucose (bg) level of 380 mg/dl and a bolus was delivered via the pump to address the bg level. The customer did not know what caused the high bg. As the event occurred in the past, troubleshooting to determine a possible cause of the high bg could not be performed. Tandem technical support advised the customer to discuss the high bg with a healthcare provider.